Manufacturer narrative:
Date received by manufacturer: 13dec2019. The customer reported that the motor controller board was replaced and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
It was reported that the unit declared an over voltage protection failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replaced the motor controller board.